Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blockage within the pump supplies and no insulin was seen coming from the cartridge. Customer was advised to perform a cartridge change. Customer's blood glucose level was 199 mg/dl.